Event description:
MFR review of the presentation poster entitled "vagus nerve stimulation in children: twelve years of experience. Alving j, neilsen h, nikanorova m." Revealed one vns pt death had occurred. Attempts to the author for further info have been unsuccessful to date.

Manufacturer narrative:
Poster citation: "vagus nerve stimulation in children: twelve years of experience. Alving j, neilsen h, nikanorova m."